Event description:
Reporter states that the lancet will not retract into the accu-chek softclix lancet device after it is fired. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device. Customer was advised to return suspect device.